Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained ventricular oversensing was noted on a remote transmission due to intermittent undersensing. Programming changes were made. The patient¿s condition was stable and will continue to be monitored remotely and office visits.